Event description:
It was reported that the patient's ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention was undertaken in which the patient's ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information received confirmed this ipg reached a normal end of life and therefore is no longer reportable.